Manufacturer narrative:
The initial report mistakenly selected "adverse event". The correct one is product problem. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an primary breast augmentation with mentor memorygel, 750cc silicone breast implant which the implant ruptured before implantation. Surgeon claims he squeezed the device prior to placement and it ruptured. The report indicated the implant did not leak into the patient. About a 10 min delay occurred. No adverse effects to patient. Device not implanted. Case was removal of tissue expanders to permanent implants with capsulectomy and nipple areola construction. No patient contact or adverse event reported.